Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw wand, a piece from the wand's tip detached from the wand. The site was flushed, however, the surgeon was unsure if any debris was left in the surgical site. There were no significant delays or patient complications reported as a result of this event.